Event description:
Tubing used for lipids was found to be leaking beneath the leur lock/clave device where it connected to the tubing itself. Faulty equipment bagged with a piece of tape indicating where the malfunction occurred.